Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a procedure for depressurization and fusion of the spine on (B)(6) 2013 and a drain was placed and functioned properly upon activation. When the patient was brought to the room, the drain clogged. On the same day, the patient underwent another surgical procedure without taking an MRI because hematomas occurred and the surgical wound was swollen. When the surgical wound was opened, there was heavy bleeding. The surgeon opines this was due to drainage failure. No additional information was provided at this time.